Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed de-novo lesion located in the moderately tortuous and moderately calcified mid right coronary artery (rca). Ivus was attempted with the use of an atlantis sr pro to the second power, however, this device was unable to cross the lesion. Ivus was successfully completed with the use of another device. This 4.00x15mm apex balloon catheter was then used for pre-dilation, however, it was unable to cross the lesion. The device was withdrawn and a 2.50x20mm apex balloon catheter was used to pre-dilate the lesion up to 16 atms. The 4.00x15mm apex balloon catheter was then reinserted and advanced to the lesion. The balloon was inflated up to 4 atms, and after a few seconds, blood came back into the encore inflation device. The apex balloon catheter was withdrawn from the pt intact, at which point it was noted the balloon had ruptured. The procedure was completed with the use of another device and the implantation of a 3.50x20mm taxus liberte stent. There were no reported pt complications or injuries. The pt's status is listed as "good".

Manufacturer narrative:
Pt's age" 18 years or older. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).